Event description:
According to the customer¿s allegation, a resident was positioned in the alenti bath chair and the device was raised to facilitate transfer into the bathtub. During this maneuver, it was reported that the alenti tipped. The resident sustained a knee fracture and a wrist fracture. The resident was transported to the hospital. The family declined surgical intervention due to concerns regarding the resident¿s ability to tolerate surgery.